Manufacturer narrative:
Follow-up #1 date of submission 05/11/2016-product analysis: the device was returned and evaluated by product analysis on 04/25/2016 with the following findings: the complaint could not be investigated due to a blank display issue due to moisture ingress. Moisture was observed on the power portion of the printed circuit board and display circuit. The battery compartment was cracked; leak testing verified a battery compartment leak. The pump powered on with audio and vibratory alerts functioning.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (line through display w/ moist) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.